Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition with a three to five second pause, and decreased impedance measurements in the 300 ohms range. When the lead was checked, the noise could not be reproduced. The rv sensitivity was reprogrammed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.